Manufacturer narrative:
The pump has been returned and evaluated by product analysis on 08/09/2012 with the following findings: the keypad was found to be intact. The up/down arrow and contrast keypad buttons were found to be intermittently responsive and required multiple button presses to elicit a response. The contrast button required hard presses and increased force to respond; the contrast button has no affect on insulin delivery function. The ok keypad button was found to be responsive to user input. The keypad cover was removed; contamination was found under the button key contacts. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a button/keypad (tactile changes/unresponsive) issue. The reporter stated that the down arrow keypad button was intermittently unresponsive and required multiple hard presses to elicit a response. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.